Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode that revealed undersensing. Technical services (ts) discussed that there were low amplitudes, provided troubleshooting steps and recommended an x ray to confirm that the device is in a good position. The health care professional (hcp) planned to review this information with the physician. No adverse patient effects were reported. This electrode remains in-service.